Event description:
The international customer reported the ventilator was alarming and would not power up. There was no patient involvement reported. The manufacturers service engineer replaced the power supply to resolve the reported problem.